Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2019 with blood glucose level of over 400 mg/dl. Customer¿s other blood glucose level was 469 mg/dl and 320 mg/dl. The customer was assisted with troubleshooting. Customer experienced symptoms related to high blood glucose value such as constant urination, difficulty in breathing, and vomiting. Customer was treated with insulin drips, intravenous fluids, x-ray and manual injection during hospitalization. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was on and kept shutting off every hour since blood glucose level was high. Customer was able to complete carelink upload. Customer does not allege insulin pump was under delivering. The device will not be returned for analysis.